Event description:
A 60 year old white gravida 3, para 3 female; status post bilateral subglandular inframammary gel implants placed in 1975 or 1976 (? Type/size/MFR - no records) for augmentation. Pt was noted to have left rupture on routine mammogram, but has complained for 2 years of increase pain and firmness, left greater than right. Pt has some mild systemic symptoms, to include: bilateral wrist fatigue, sleep disturbances, memory loss, dry mucus membranes, postnasal drip, hair loss, rashes, shortness of breath, weight gain, gastrointestinal disturbances, and dyspareunia. Pt is otherwise healthy.